Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer stated they did not drop or bump their insulin pump. The customer was also able to complete the rewind sequence on their insulin pump. The customer's blood glucose was 16.5 mmol/l. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.